Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 2-year-old patient (gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing with customer settings without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of any critical errors or the reported malfunction. There was evidence of non-critical alarms. Per the ventilator operator's guide - chapter 3 setting up the ventilator: "after you confirm that the ventilator is operating correctly, detach the test lung (if used in the operational test) from the patient circuit. Attach the patient airway (endotracheal tube, supraglottic airway or tracheotomy tubes) or mask to the patient circuit connection port. Note: if there are circuit-related alarms during set up for initial use, such as disconnect, peep leak, low airway pressure, or auto peep, check all circuit connections and the exhalation valve." "Warning! Do not connect the patient to the ventilator until you determine that the ventilator is functioning properly and that the ventilator parameters are set correctly for the patient." The device was recertified and returned to the customer. No trend is associated with reports of this type.